Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. 628318) for female sterilisation. The patient had a medical history of stroke (brother), colon cancer (father), penicillin allergy, rash, cesarean section, migraine, hypertension, carpal tunnel syndrome, asthma, bowel incontinence, back pain, bloating, fatigue, uti, abnormal uterine bleeding, parity 1 and gravida I. The patient had a family history of ovarian cancer (mother). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4382 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroctomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: cervix unremarkable cervix. Negative for dysplasia or malignancy. Uterus: secretory phase endometrium. Leiomyomata. Negative for atypia, or malignancy. Essure coil, gross examination only. Bilateral fallopian tube: right fallopian tube with para tubal cyst. Negative for malignancy. Preoperative clinical summary: pelvic pain; abnormal uterine bleeding; encounter for removal of essure. Gross description: the left fimbriated fallopian tube measures 6.3 cm in length and 0.5 cm in diameter. The fallopian tube is covered by a pink, vascularized and smooth membrane. Attached to the fallopian tube, two para tubal cysts are identified measuring 0.7 and 1.2 cm. The fallopian tube is serially sectioned to reveal a pinpoint lumen. The right fimbriated fallopian tube measures 6.8 cm in length and 0.6 cm in diameter. The fallopian tube is covered by a pink, vascularized and smooth membrane. Attached to the fallopian tube a para tubal cyst is identified measuring 1.3 x 1 x 1 cm. The fallopian tube is serially sectioned to reveal a pinpoint lumen. [Pregnancy test urine] on (B)(6) 2009: negative. [Ultrasound scan] on (B)(6) 2020: the uterus measures 8.7 x 3.9 x 5.0 cm and demonstrates unremarkable contour and echotexture. There is a 1.1 cm shadowing echogenic nodule at the right posterior uterine body/fundus likely a calcified fibroid. The endometrial stripe measures 0.5 cm in thickness. Probable c-section scar is noted. Essure device are partially delineated bilaterally. The right ovary measures 3.7 x 2.9 x 3.6 cm and demonstrates follicular changes with cystic foci measuring up to 3.5 cm in size. The left ovary measures 2.6 x 2.0 x 2.4 cm and appears within normal limits. There is trace free fluid in the pelvis which can be physiologic. Impression: right ovarian follicular changes with cystic foci measuring up to 3.5 cm in size, likely physiologic. Right posterior uterine body/fundus 1.1 probable calcified fibroid. Lot number: 628318. Manufacture date: 2008-11. Expiration date: 2011-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. 628318) for female sterilisation. The patient had a medical history of stroke (brother), colon cancer (father), penicillin allergy, rash, cesarean section, migraine, hypertension, carpal tunnel syndrome, asthma, bowel incontinence, back pain, bloating, fatigue, uti, abnormal uterine bleeding, parity 1 and gravida I. The patient had a family history of ovarian cancer (mother). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4382 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroctomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: cervix unremarkable cervix. Negative for dysplasia or malignancy. Uterus: secretory phase endometrium. Leiomyomata. Negative for atypia, or malignancy. Essure coil, gross examination only bilateral fallopian tube: right fallopian tube with para tubal cyst. Negative for malignancy. Preoperative clinical summary: pelvic pain; abnormal uterine bleeding; encounter for removal of essure. Gross description: the left fimbriated fallopian tube measures 6.3 cm in length and 0.5 cm in diameter. The fallopian tube is covered by a pink, vascularized and smooth membrane. Attached to the fallopian tube, two para tubal cysts are identified measuring 0.7 and 1.2 cm. The fallopian tube is serially sectioned to reveal a pinpoint lumen. The right fimbriated fallopian tube measures 6.8 cm in length and 0.6 cm in diameter. The fallopian tube is covered by a pink, vascularized and smooth membrane. Attached to the fallopian tube a para tubal cyst is identified measuring 1.3 x 1 x 1 cm. The fallopian tube is serially sectioned to reveal a pinpoint lumen. [Pregnancy test urine] on (B)(6) 2009: negative. [Ultrasound scan] on (B)(6) 2020: the uterus measures 8.7 x 3.9 x 5.0 cm and demonstrates unremarkable contour and echotexture. There is a 1.1 cm shadowing echogenic nodule at the right posterior uterine body/fundus likely a calcified fibroid. The endometrial stripe measures 0.5 cm in thickness. Probable c-section scar is noted. Essure device are partially delineated bilaterally. The right ovary measures 3.7 x 2.9 x 3.6 cm and demonstrates follicular changes with cystic foci measuring up to 3.5 cm in size. The left ovary measures 2.6 x 2.0 x 2.4 cm and appears within normal limits. There is trace free fluid in the pelvis which can be physiologic. Impression: right ovarian follicular changes with cystic foci measuring up to 3.5 cm in size, likely physiologic. Right posterior uterine body/fundus 1.1 probable calcified fibroid. The most recent follow-up information incorporated above includes data received on: 19-sep-2023: medical record received. Lot number, medical history, lab data & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and pennanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and pennanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.